Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without plug, no needle in an opened pack. A crack is observed at the 3 mm luer lock level, a plastic part is missing. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported one syringe of juvéderm volbella® xc had the luer lock crack and product "exploded." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm volbella® xc had the luer lock crack and product "exploded." Patient contact occurred. No injuries were reported. The packaged needle was used.